Event description:
The affiliate reported: the device was implanted to the patient with head trauma on (B)(6)2013. It was removed on (B)(6). MRI scan conducted on (B)(6) 2014, and it was found white edema around the removed site. The patient left the hospital on (B)(6) 2014, because his condition seemed to have no problem. The customer would like to know if similar cases like this event are ever reported before.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
It has been communicated that no product was returned and no lot information was made available. As such, it is not possible to identify the root cause or to evaluate manufacturing records for the subject device. Complaint history was reviewed for the last 5 years and this is the first complaint of this nature for this product code. This appears to have been an isolated event. Trends will be monitored for this and similar complaints. No corrective action or follow up is possible. At the present time this complaint is considered closed.